Event description:
The following information was received from (B)(4) and is a spontaneous report by a consumer with supplemental information from a nurse in the USA of peritonitis in a homechoice patient (hp). The consumer reported to (B)(4) that the hp was sick and was in the hospital. (B)(4) spoke to the peritoneal dialysis registered nurse (pdrn) on (B)(6) 2012. The pdrn confirmed that the hp was diagnosed with peritonitis and was hospitalized for the event on (B)(6) 2012. The pdrn stated that the cause of the peritonitis was a touch contamination. The treatment was not reported. The pdrn stated that the hp was released from the hospital on (B)(6) 2012. The hp was not retrained on proper aseptic technique as he changed clinics and is no longer their patient. The hp was recovered from this peritonitis event and is continuing on pd therapy.

Manufacturer narrative:
(B)(4). Based on the information obtained during baxter's investigation, this incident was confirmed. The root cause for the report of use error-breach in aseptic technique, which resulted in the peritonitis was undetermined. The label review found the labeling adequate for the use error that was identified in this complaint.

Manufacturer narrative:
(B)(4). A sample is not required for use error as there is no allegation against the device. The devices involved in the incident were unknown. A 510(k) number will not be provided as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow up report will be submitted if additional information becomes available.